Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. A medtronic field service engineer (fse) went to site to perform system checkout and found that the fuses had blown. The system is back up.

Event description:
A site representative, radiographic technologist (rt), reported that, after using the imaging system for a case, when pushing the electronic picture archiving and communication systems (pacs) it shut down. The system was beeping quicker, then shut down and was unable to restart. The mobile view station (mvs) would not turn on, but the image acquisition system (ias) turned on and showed it was disconnected. There was no delay in procedure or impact on patient outcome as this occurred outside of a procedure without a patient present.